Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set was coming off from the catheter. There was no report of patient injury or medical intervention associated with this event. There was patient involvement. No additional information is available.